Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3483094 and product code tvtoml. Ncr10-07563 was opened. The ncr reviewer has reviewed the ncr and has concluded, based on the information available in the ncr file, that there is no correlation between the voc and the non-conforming event.

Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(6) 2015 no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified injuries. No additional information has been provided.